Event description:
It was reported that during kit inspection that the handpiece appears to have low speed and noisy while depressing the trigger. There was no harm, injury, or delay as there were no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country the event occurred in: taiwan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the unit had low speed and was noisy. The motor, motor sleeve, ball bearing, spring seal, needle bearing, o-ring and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.